Event description:
Pt was revised to address medial poly wear and post wear of pfc ps knee. Significant osteolysis was also reported.

Manufacturer narrative:
The product was not returned for examination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.